Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported event. The anesthesia control board was replaced to resolve the reported issue.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1011-9000-000 anesthesia gas machine experienced an internal communication error during a case causing the unit to turn off on its own resulting in the loss of mechanical. The report was received from a single source. The reported event did involve a patient. There was no patient information available.